Manufacturer narrative:
(B)(4). The customer received a replacement battery. Neither the customer's device nor the battery were returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. As a result, defibrillation would not be possible if it were necessary. The customer advised physio that the device battery was almost expired and replaced the battery with a newer battery. This battery has an expiration date of 5/30/2021 and it was this battery that would not power on the device. There was no patient use associated with the reported event.